Event description:
The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. The unit was found in the biomedical department of the hospital and no patient involvement was indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery contacts are compressed. Battery drawer is contaminated. Upper and lower case halves and both bail covers are broken. Keyboard window is scratched.